Event description:
Pt had been using walkers as a transportation device, noticed bent stem, but did not have it repaired. Stem eventually broke when he was rolling around on unit. No injury to the pt.